Manufacturer narrative:
No device has been returned for evaluation. Radiographs were not received. Review of the reported surgical procedure noted anatomical conditions, distraction or endplate preparation may have contributed to the malpositioning of the implant. No malfunction of the inserter instrumentation is known to have occurred. The root cause of the reported event appears to be a procedural error. A vascular surgeon removed the malpositioned implant during revision surgery on (B)(6) 2017. Device not returned.

Event description:
On (B)(6) 2017 a (B)(6) yo female underwent a posterior bi-lateral lumbar interbody fusion at l4-5 spine level. During impaction of the left side interbody device was pushed anterolaterally past the vertebral margin into the retroperitoneal space. Surgeon discretion was to leave the malplaced interbody device in-situ and completed the procedure with an additional interbody device without further complication. A revision surgery was planned and scheduled. No patient injury was reported.